Manufacturer narrative:
Exemption number e2017014.(B)(4). The root cause analysis is in progress. A supplemental report will submitted if additional information becomes available. (B)(6). This report was submitted december 21, 2017.

Event description:
It was reported that due to a software error in the syngo.plaza with sw versions vb10a (all hotfix levels) and vb10b incomplete series were archived in dicom long term storage (lta) archives. A review of the syngo.plaza systems with dicom lta archives was triggered by a corrective action "syngo.plaza vb10b non-medical software application check tool v1.0 (distributed via update instructions sy024/17/p and sy028/17/p, reported to FDA under c&r # 2240869-05/25/17-0015-c) intended to discover inconsistencies between the syngo.plaza database and the files archived in the dicom lta. During this check it was discovered that 9249 studies were missing series in the archive for this particular customer. Due to the high amount of affected studies it will be verified if this identified software error is the only root cause. The reported issue occurred in (B)(6).